Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 19mm aortic valve implanted for 11 years had stenosis that progressed with a mean gradient of 55mmhg. Edwards received further information that the 19mm aortic valve, with an implant duration of 11 years and five (5) months, was explanted due to thickening and calcification of leaflets with severe restriction of leaflet motion. The explanted device was replaced with a 23mm valve. Patient also underwent CABG. The patient tolerated the procedure well and was taken to ccu in stable condition. The patient was discharged on pod #7 in good condition.

Event description:
It was reported that a 19mm aortic valve implanted for 11 years had stenosis that progressed with a mean gradient of 55mmhg. Edwards received further information that the 19mm aortic valve, with an implant duration of 11 years and five (5) months, was explanted. The explanted device was replaced with a 23mm valve. Patient also underwent CABG.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that patient with a bioprosthetic aortic valve, with an implant duration of approximately 11 years, is being evaluated for a valve-in-valve procedure due to aortic stenosis. Her stenosis had progressed and the mean gradient was 55mmhg.